Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was more than 400 mg/dl. The customer reported other blood glucose levels were below 300 mg/dl and 433 mg/dl. The customer was treated with manual injection. The customer reported events such as thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer reported that the drive support cap appears normal. The customer reported that the displacement test passed. The customer declined to continue troubleshooting for other possible causes of high blood glucose. The insulin pump will be returned for analysis.